Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 492 mg/dl at the time of incident and other blood glucose level was 543 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as not feeling well. Customer was treated with 10 units manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed-set.